Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a disconnect appointment, pharmacy staff were asked to check an infusion pump. The pump's screen showed that only 24 ml of medication was left, but when staff looked at the cassette, it seemed almost completely full. A technician later drew out the medication from the returned pump and measured 117 ml remaining, confirming that the pump had not delivered the expected amount. The pump did not appear to be paused. The patient was not medically harmed, but because they did not get most of their infusion, they were scheduled to receive a new pump the following week.